Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this component was involved in a different case and was not used in this specific surgery. The initial report was filed in error and should be voided. The event will be reported under 0001822565-2017-06633.

Manufacturer narrative:
(B)(6). Concomitant medical product: zimmer persona knee system tibial articular surface provisional, cat#: 42527000303 lot#: 62954739. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04833, 0001822565-2017-04834.

Event description:
It was reported the device had broken off when attempting to put in the trial articular surface. This happened in two separate cases. All pieces were retrieved in both cases. No adverse events have been reported as a result of the malfunction.